Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to cleaning, sterilization, and/or maintenance procedures followed per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery oscillator device was not working. During in-house engineering evaluation, it was determined that the device had a loose component, the straining ring came loose, could not secure blades, had an unknown liquid found inside the internal components and the electric motor emitted an unusual noise and had a strong vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.